Event description:
It was reported by repair work order that the ground path was compromised due to the sheathing being damaged with exposed electrical wires. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.